Manufacturer narrative:
Other, other text: e4: initial reporter also sent report to FDA is unknown. No information has been provided to date. H6: event problem and evaluation codes: updated h10: correction: device evaluation: investigation found a cracked tube. Replaced crack return tube. This return tube issue is being addressed through CAPA. Installed tempcheck test fixture. Measured temperature was 41.7 degrees celsius which is within tolerance. Device passed all functional and electrical tests. No causes or potential causes to the customer reported problem were found during the device history record review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device has misadjusted or broken microswitch within number 4 block. No patient injury was reported.

Event description:
Information was received that device has misadjusted or broken microswitch within #4 block. No adverse effects reported.

Manufacturer narrative:
Device evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. The investigator installed a f-30 gas vent disposable filter onto h-31b air detector block 4. The investigator then powered on the device. The device functioned as intended. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The device underwent preventative maintenance.